Manufacturer narrative:
The results of the investigation are inconclusive since the reported device was not returned for analysis. Based on the information received, the cause of the reported event could not be conclusively determined. The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements prior to distribution. Csi ID# (B)(4).

Event description:
During a coronary atherectomy procedure using a csi diamondback orbital atherectomy device (oad), the patient expired. The target lesion was 99% stenosed and located in the left anterior descending artery (lad). The lesion was treated with two passes of the oad on low speed. Following the second pass, the patient presented with discomfort and the oad was removed. Imaging was performed and no perforation or dissection was noted. The patient then became unresponsive. Cardiopulmonary resuscitation (CPR) was performed and medications were administered. The patient was intubated and an echocardiogram was performed; however, no pericardial effusion was noted. CPR was continued for 22 minutes; however, the patient expired. It was reported to csi that the patient was in end stage renal failure and had been determined to be ineligible for a bypass procedure.